Event description:
Litigation papers allege: patient sustained and continues to suffer damages including but not limited to past, present and future pain and suffering, severe and possible permanent injuries, emotional distress, disability, disfigurement, economic damages (including medical and hospital expenses) monitoring, rehabilitative and pharmaceutical costs, and lost wages and loss of future earning capacity.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found other reported incidents against the provided product and lot combinations. Per wi-3430, revision c, a review of the device history records for these products is no longer required. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegations reported. Added state, age, lawyer, facility name and update product details. Doi: (B)(6)2009 - dor: none reported (left hip)